Manufacturer narrative:
This pump underwent routine maintenance testing by intuvie where it was detected the pumps speaker did not work. It was confirmed that replacing of the speaker addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 09/05/2024, during the preventive maintenance (pm), the device was reported that the speaker was unable to emit any noise.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. During routine preventive maintenance (pm) testing, it was observed that the pump's speaker failed to emit sound. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. The problem was successfully resolved by replacing the speaker assembly. Reference to complaint # (B)(4).